Manufacturer narrative:
Product has been requested to be returned but has not been received. Note: instructions for use has a warning statement: to reduce the risk of serious injury or death: read sensor and alarm instructions prior to use. Always test sensor before leaving pt unattended. Apply pressure to pad and then release. Do this at several places along the entire length of the mat. Alarm should activate each time you apply pressure. If sensor fails any test, stop use at once and replace with a new sensor. (B)(4).

Event description:
The customer reported that the alarm did not sound when weight was applied to the floor sensor mat. The customer tested the floor sensor mat with a different working alarm and the results remained the same. The customer did not provide the date when this occurred. There was no pt incident or injury reported.